Event description:
Per baxter canada, home patient (hp) reports patient line of homechoice set disconnected from transfer set during treatment on homechoice device, noted after awaking to a wet bed. No patient injury or medical intervention required per baxter affiliate.